Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial:(B)(4), batch: 7078476.

Event description:
It was reported that the patient underwent a lead revision procedure. The leads were pulled down for better coverage. The patient was doing well post-operatively. Nothing was explanted.